Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: guide wire separation requiring surgical intervention. Device issue: guide wire separation. It was reported that during deployment of another company's stent in the lad, the bmw guide wire became stuck between the stent and the vessel wall. During an attempt to remove the guide wire, the distal tip separated. The pt was sent to surgery to remove the separated portion of the guide wire. No additional event or pt information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Guide wire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits. The fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the guide wire. In this case, the guide wire appeared to be trapped behind a stent that was deployed at a bifurcation. The guide wire apparently separated in the attempt to remove the trapped guide wire.